Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no add'l info related to this event, if add'l info becomes available, the event will be updated. On june 17, 2005 guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator surrounding a wire within the lead connector block which, in conjunction with other factors, could cause a short circuit and loss of device function. Changes to try to prevent this anomaly were made in august 2004. This device was manufactured before august 26, 2004, and is included in this population.

Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to unspecified cause. At the time of the pt's death, there were no product performance allegations. New info received indicates that the pt's family has retained legal counsel and filed a lawsuit. Contained in the legal claim was a statement that the pt died as a result of the device not providing the necessary therapy for which it was intended to provide.